Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with loss of capture on right ventricular lead. During revision, the lead helix would not extend after several attempts. The lead was explanted and replaced successfully. There were no complications during the procedure and patient was in stable condition.